Manufacturer narrative:
Alleged failure: burn on insulation at shaft & bent shaft. Confirmed failure: bent shaft. Burn on insulation at shaft. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.